Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported the patient suffered angina and a left circumflex artery erosion. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman ® laa closure device was implanted. The compressions were all in range and position was good. A few months after the procedure, the patient presented with angina. An echocardiogram was performed and it was noted the closure device may have slid slightly proximal. The compressions were slightly less as compared to the implant compression numbers. They did a coronary angiogram and noted when contrast was injected into the left coronary vessel, contrast could be seen going into the laa. There was a fistula present where the device is located and a left circumflex artery erosion occurred. The left anterior descending artery (lad) was stented, and the physician plans to have the patient perform a stress test to determine whether the lcx should be stented. The patient is currently stable.